Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor made a loud squeal and screen went blank) was confirmed. As received, the monitor would not power on. Upon service investigation, there was an MDR failure during reprogramming of the monitor, which is a flash memory failure. The cause of the md5 failure was isolated to flash memory components u102 and u105 on computer / analog board sn (B)(4). The flash memory components had an intermittent connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted form the defective monitor. The pt was issued a replacement monitor.

Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that the pt's monitor made a loud squealing noise and then the screen went blank. The pt was issued a replacement monitor.